Event description:
It was identified that the customer¿s basal programming was unknown. Customer had high blood glucose up to 302 mg/dl and was hearing like a clicking sound when bolused. No symptoms of high blood glucose found. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used. The device will not be retuned.